Event description:
Patient came in with crown loose, upon referral, the hex connection of the abutment has fractured, doctor manage to retrieve the remaining fractured complaint. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Correcting this event from reportable to non-reportable after receiving additional information. Information received that the implant is not affected, it can be loaded again, so case is not serious as first classified. Please disregard the initial report.